Manufacturer narrative:
E1, f5 - phone number: (B)(6). Supplemental correction report is being submitted following a review of this complaint file (updates to a and g codes) on 09-jun-2025.

Event description:
Supplemental correction report is being submitted following a review of this complaint file (updates to a and g codes) on 09-jun-2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2263984 of echo-hd-22-ebus-p-c was returned for evaluation opened in its original packaging. Images provided by customer shows the device packaging and distal needle break. The device related to this occurrence underwent a laboratory evaluation on 18 jun 2025. Refer to the product return object (pr-87200) examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the devices the following observations were made: visual inspection: device returned with broken needle tip separately to device. Length of broken needle tip approx. 2.1cm (ruler ipe-0402 calibration due (B)(6) 2035. Severe kink observed below sheath extender. Functional inspection: sheath extender able to retract fully but unable to pass kink below sheath extender. Unable to advance needle handle. The reported failure was observed. Manufacturing records: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c2263984 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the notes section of the instructions for use, ifu0110 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. The precautions section of the instructions for use, ifu0110 which accompanies this device instructs the user to ¿and "ensure the stylet is fully inserted when advancing the needle into the target site".¿ there is evidence to suggest that the customer did not follow the instructions for use (ifu0110) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of use error was established. A definitive root cause could be attributed to use error as the stylet was not fully inserted prior to advancement of needle into the target site. Additional information received in the patient/event info - notes under q.22 confirmed that the stylet was partially removed prior to advancement of needle into the target site which is considered use error under the precautions section of the instructions for use. As the stylet provides support to the needle for puncture, this would have led to needle sustaining damage during the puncture which ultimately led to the distal needle breaking when the needle was advancing for sampling. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Proximal kink observed during the lab evaluation might have occurred during the device transportation back to cirl as customer has informed that "that was due to transport; at the time of use, the needle was correct. If it had been correct at the time of testing, neither the needle nor the sheath would have come out through the channel.". Summary: complaint is confirmed based on visual and /or functional inspection. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of use error was determined as the stylet was not fully inserted prior to advancement of needle into the target site.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-jul-2025. Additional information received on 02 jul 2025 ¿ ¿[engineering input-confirms use error led to distal break, prox kink unrelated if not linked to returns]. Additional information received on 11 jul 2025 ¿ ¿[customer confirms kink below sheath extender not observed prior to return].

Event description:
On (B)(6) 2025 the doctor, a pulmonologist at the hospital, notified us of an incident that occurred that same day. The pulmonologist in charge of the room indicates that while using the material echo-hd-22- ebus-p-c, reference (B)(4) (endobronchial ultrasound biopsy needle) of lot c2263984, after performing a puncture in an adenopathy, already outside the patient, when depositing the sample in the holder, the distal part of the needle became detached from the proximal part and fell. There was no damage to the patient. The physician decided to use a second unit of the material with lot c2274843, which worked correctly. The physician has extensive experience and training in the use of this material. In addition, the intervention with the second needle was performed in the same way, ruling out malpractice on the part of the doctor. We request the manufacturer to investigate and communicate the root cause and the actions they consider they will take.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.